Event description:
Patient arrived to ICU with medications attached to a two channel infusion pump. Patient's bp was low and trending downward. Nitroglycerin was turned off. Rn noticed that medication was continuing to infuse even when channel was turned off. IV tubing set was removed from pump and disconnected from patient.